Event description:
Customer reported that a pyxis medstation es system stopped responding during a case. The nature of the procedure was not disclosed; customer reported that it was an urgent procedure. There was no delay to patient care. Patient or user harm was not reported.

Manufacturer narrative:
Customer reported that a pyxis medstation es system stopped responding during a case. The nature of the procedure was not disclosed; customer reported that it was an urgent procedure. There was no delay to patient care. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A field service technician evaluated the device; the cause of this malfunction was determined to be a corrupted software application. The issue was resolved by field service technician completing a database clean and restoring data from the server by following the steps documented in knowledge article 000012204. After completing those steps, the field service technician verified that the customer was able to access medications without complications. No further issues identified.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: a1, d1, d4, g1, h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 24-apr-2020 to 24-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen went black. The technical support specialist followed ka 000012204 and confirmed the recovery model was set to full, deployed ¿10000366591-00 update dsclientoltp sql¿= d drive now has 49 gb free space and rebooted the device and launched cfnapp pyxis med application and logged in successfully. The field service engineer visited the site and confirmed everything was fine. The system functioned as intended after being assessed by the technical support specialist and acknowledged by the field service engineer.

Event description:
Customer reported that a pyxis medstation es system stopped responding during a case. The nature of the procedure was not disclosed; customer reported that it was an urgent procedure. There was no delay to patient care. Patient or user harm was not reported.